Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good physical condition. The keypad and labels were all intact. Functional testing confirmed the primary complaint. Event history log review found no related errors. The root cause of the reported issue was found to be a faulty air detector. Actions were taken to mitigate the reported issue: the air detector was replaced.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed for "air in line" even though the line was primed. No adverse effects reported.